Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes on (B)(6) 2015: 39 mg/dl, 29 mg/dl and 109 mg/dl, and on (B)(6) 2015 29 mg/dl and 141 mg/dl. Vial has been discarded. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.